Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/2/2020. H3 evaluation: procedure sample received for analysis. Welding around the ports was inspected and it was found in good condition. It was reviewed if there was melting on the exit port that could affect its diameter but exit port and entrance port were in good condition. Incoming inspection records for the tube used in the exit port side, part number lif-406446, lot number 31420529 used in the lot of the reported complaint was reviewed and no issue were recorded, all characteristics evaluated pass the acceptance criteria of (B)(4). Therefore, is considered these material factor does not contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been made and the following was received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of products involved in the event (1) and how many to be returned (2)? Are two devices coming back for evaluation? If yes, please explain why. The quantity of product involved is 1 and the quantity to be returned is 2. One of the returning products is a reference product. Was another reservoir used to correct the situation? No further information is available. If no, how was the case completed? Please confirm lot number is not available. No further information is available. Device return status. We regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During use of the reservoir in the ICU, drainage was not functioning. It was commented that the plug at the port was loose, so it might have caused the drainage issue. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.